Event description:
It was reported that the user experienced a low blood glucose event in the morning, which they treated with oral glucose tablets and returned to target after approximately two hours; the user sought education on appropriate bedtime snacks and target glucose before sleep, and troubleshooting and education were provided with referral to the clinician line. Symptoms included hypoglycemia. Outcomes included a medication intervention consisting of oral glucose to correct the low; no hospitalization or alarms were reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.